Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer = the reload was not loaded into the stapler in the first place, so no change in post-operative care for the patient. No patient consequences relied on the event. However, the patient, in general, is fine and in normal post-operative routine regardless of the reload. It was a sleeve gastrectomy in madina hospital. Will follow up with the handling of the reload to pos.

Event description:
It was reported that during an unknown procedure the reload when unpackaged kept dropping the white plastic pushers, reload was not loaded into the stapler, upon inspection, the metal housing was not properly attached to the rest of the reload.

Manufacturer narrative:
(B)(4). Date sent:12/14/2020. Additional information: upon visual inspection of one photo, the following was observed: the photo shows a gold reload for echelon 60 device from top view and with the pan completely dislodged, with 20 double drivers and 3 more single drivers missing from the reload, and seven drivers can be observed held in hand. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.